Event description:
Reported due to a protective balloon cover remaining in the pt and requiring an interventional procedure. In 2005, the physician performed a transjagular intrahepatic portosystemic shunt (tips) procedure. A wall stent was implanted and a fox pta balloon catheter was used for post-dilatation. The next day, the pt was taken for a follow-up ultrasound of the liver. "Something unusual" was noted to be "stuck inside the stent." The physician was able to snare the foreign body and remove it, in its entirety, from the stent. It was determined that the foreign body was the protective balloon cover. It is unk if the wall stent was manipulated in any way while trying to remove the protective cover. This event prolonged the pt's hospitalization; the number of days is unk. At last report, the pt was "doing okay."